Event description:
Reference number: (B)(4). Event occurred in united states. It was reported that patient faced infusion set leakage event on 26-oct-2024. The leakage was at the site. The infusion set was in use for 6 hours. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4), device 1 of 4.